Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the cartridge was changed to try and address the issue; however, the issue persisted. Customer's blood glucose was 160 mg/dl. The customer reverted to an alternate method in insulin therapy.